Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip was not properly loaded into the jaws of applier during a surgery. Therefore, the user opened a new unit, whose clips were loaded without a problem.

Manufacturer narrative:
(B)(4) per DHR the product hemolok l clips 6/cart 84/box lot# 73d1900635 was manufactured on 04/23/2019 a total of 11,186 pieces. Lot was released on (B)(6)2019. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544240 hemolok l clips 6/cart 84/box for investigation. Four loose clips were also returned. The cartridge and clip were visually examined with and without magnification. Visual examination revealed that one of the clips was closed, one had a bent hook, one was broken at the hook side leg and one had broken pierced bosses. The cartridge contained the broken pierced bosses, the hook side leg of the clip and no intact clips remaining in it. R & d was consulted. Root causes were identified depending on the observed damage on the clip: 1) the bent hook is an indication of improper loading of the clips (unintentional user error). 2) the break at the hook side of the leg is an indication that the clip was used on a vessel larger than intended. In service has been requested. 3) the boss break was found to be a result of porosity in the boss area that was likely caused by trapped gas or air in the material, from insufficient mold cleaning during a long production run. The root cause is teleflex's lack of specification around boss requirements leading to insufficient controls of porosity/run times at the supplier. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, 220002422, was reviewed as a part of this complaint investigation. The IFU states the following: "to load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge slot, making sure the jaws are perpendicular to the base of the cartridge. Gently press the applier over the clip until there is an audible click. Do not force the applier into the cartridge or onto the clip. The applier should enter and withdraw from the cartridge easily." "Remove the applier from the cartridge ensuring the clip is held securely in the applier jaws. It may be necessary to hold the cartridge to allow the clip to be removed." "Always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." "Surgeons should apply the appropriate size clip for the size of the vessel or tissue structure to be ligated such that the clip completely encompasses the vessel or tissue structure." The IFU identifies that 5mm - 13 mm is the indicated vessel range in the IFU for the l hem-o-lok clips. The clip with the pierced bosses broken off is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The clip broken at the hook side leg indicate that user error caused or contributed to this event. In service has been requested. The clip with the bent hook is an indication of improper loading of the clips. No further actions are required since the damage was caused by unintentional user error. The clip with the pierced bosses broken off is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The clip broken at the hook side leg indicate that user error caused or contributed to this event. In service has been requested. The clip with the bent hook is an indication of improper loading of the clips. No further actions are required since the damage was caused by unintentional user error.

Event description:
It was reported that a clip was not properly loaded into the jaws of applier during a surgery. Therefore, the user opened a new unit, whose clips were loaded without a problem.